Event description:
It was reported that there was unrestricted fluid flow through three (3) peritoneal dialysis (pd) transfer sets with the twist clamps in closed position. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted broken occluder feet. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified flow through the set with the twist clamp in closed position. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.